Event description:
It was reported that during procedure the fiber snapped unexpectedly causing a minor skin contact injuries to the consultants right palm. It was noted that there was no laser beam exposure or eye injury.

Manufacturer narrative:
This report is report is being submitted to correct the patient codes grid (h6) in section h, device manufacturers only.

Event description:
It was reported that during procedure the fiber snapped unexpectedly causing a minor skin contact injuries to the consultant's right palm. It was noted that there was no laser beam exposure or eye injury.

Event description:
It was reported that during procedure the fiber snapped unexpectedly causing a minor skin contact injuries to the consultant's right palm. It was noted that there was no laser beam exposure or eye injury.